Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius technical support that a fluid leak was discovered inside of the cassette door of their cycler after ending their pd treatment. The patient stated that the event occurred a few months prior to reporting it and they continued to use the cycler. The patient did not report receiving any alarms or warnings prior to discovering the leak. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was issued a replacement cycler and advised to follow up with their peritoneal dialysis nurse (pdrn) regarding the event and cycler replacement. Additional information was requested, however, to date a response has not been received. It was not reported in the initial call to fresenius technical support that the patient developed any symptoms, adverse events, injuries, or required medical intervention as a result of the reported event. The cycler set used by the patient was not returned for physical evaluation by the manufacturer. The return of the cycler to the manufacturer for physical evaluation was scheduled.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month timeframe which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected timeframe. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.